Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump keypad was frozen. Customer's blood glucose was not known. The device will not be returning for analysis at this time.